Manufacturer narrative:
This report contains additional information in section b5 describe event or problem. Section h1 type of reportable event and section h6 impact codes.

Event description:
It was reported that this lead was dislodgement a day after implant. It was noted this dislodgement caused atrial oversensing and the dislodgement was confirmed via x-ray imaging. The plan was to have this lead repositioned. The lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this lead was successfully repositioned. No additional patient adverse effects were reported.

Event description:
It was reported that this lead was dislodgement a day after implant. It was noted this dislodgement caused atrial oversensing and the dislodgement was confirmed via x-ray imaging. The plan was to have this lead repositioned. The lead currently remains in service. No adverse patient effects were reported.